Event description:
Information was received from a healthcare professional in regard to a patient receiving bupivacaine 30 mg/ml at 10.001 mg/day and compounded baclofen 150 mcg/ml at 50.01 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and other non-malignant pain. It was reported that a non-critical alarm was confirmed by telemetry. The alarm was due to elective replacement indicator (eri). The eri was not expected. On (B)(6) 2016, the eri was 17 months. On (B)(6) 2016 eri occurred. The patient did not hear the alarm occurring, nor did the healthcare professional. It was reviewed that the eri appears to be premature. No patient symptoms reported. The reason for the premature eri and pump alarm not being heard was not determined. A revision was pending, a date of (B)(6) 2016 was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.